Manufacturer narrative:
The lot was manufactured (B)(4), 2016 ¿ (B)(4), 2016. The device was received for evaluation. A visual inspection was performed and a surface cut was noted on a segment of the tubing. A functional test was performed and leak was observed coming from the surface cut on the tubing during filling. Despite the leak, evidence of continuous flow of fluid was observed at the device distal luer. The reported condition of no flow though the device was not verified; however, the tubing was observed to be leaking. The cause of the leak could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution would not flow through a large volume infusor after being filled with an unspecified drug. This occurred before use. There was no patient involvement. No additional information is available.